Event description:
Pt reports that after she had surgery she began experiencing pain. She later consulted with her md and was told the pain was due to vaginal mesh erosion. The mesh was sticking into her vaginal walls and causing her excruciating pain especially during and after intercourse. She recalls the first time she had sex after surgery, her partner's penis was bruised by the mesh and it was painful. Her md tried to fix this problem by trimming and modifying the mesh in her, but this did not stop the pain and discomfort. She has undergone numerous revision surgeries, but to date she still suffers from pain and bladder leakage. Also she has scarring from all the revision surgeries and barely has or enjoys sex, due to the pain during and after intercourse, which lasts for several days and this is affecting her relationship. She also mentioned that she has no insurance due to the fact that her original insurance company left (B)(6) and no insurance company now will cover her .